Event description:
It was reported that, during an unspecified cardiac procedure, the wireless footswitch was not working. No patient harm or injury was reported in association with this event. The wireless footswitch was re-initialized and returned to functionality. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure was completed by using a wired footswitch. Per the information collected, the wi-fi indicator on the footswitch and the base station was red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after the battery reseat. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as an emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented, and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.